Event description:
A caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to perform a system check. Reportedly the customer was using humalog u-500 insulin. Tandem clinical support informed customer that humalog u-500 is off-label per the user guide. Reportedly, the off-label insulin usage resulted in a blocked cartridge. Customer changed cartridge and infusion set to address the issue.